Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was testing in memory mode. The complaint was classified based on customer service representative (csr) documentation. The patient stated the meter issue began on (B)(6) 2017, at 3 pm. The patient denies taking any medication to manage her diabetes and reported she continued with her normal diabetes management regimen. The patient stated that on (B)(6) 2017 at 6 pm she developed symptoms of ¿shaking¿. The patient reported that she self-treated by eating some cheese. At the time of troubleshooting, the csr walked the patient through a retest and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that may have meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.